Event description:
A (B)(6) distributor contacted zoll customer support to report that a monitor was displaying a service code. The distributor was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110 - over voltage cleared no energy) was confirmed. Upon investigation, l1 (smd power inductor) was open. The open inductor prevented voltage from reaching the converter circuit on the monitor's computer/analog board. This caused the code 110 to be displayed. The root cause of the open l1 inductor could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.